Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, front panel damage, faulty switch, and a non-olympus lamp were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis exera iii xenon light source is overheating. The event occurred during an unknown procedure. During a standard service inspection of the customer returned device, an e101 error and a faulty switch were noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Updated fields. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed that the lamp component of the device had failed and displayed error code e101. This error code is a light source temperature-switch error message. A review of the device history record found no deviations that could have caused or contributed to this problem. The investigation did not establish a definitive root cause for the lamp failure. However, it probable that the end-user did not sufficiently apply the heat compound when replacing the lamp. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures.¿ olympus will continue to monitor field performance for this device.